Manufacturer narrative:
Stryker evaluated the customer¿s device at the product assessment center (pac) and observed that the device was missing its lid magnet. An evaluation of the lid found that the magnet retainer tabs were damaged, which caused the magnet to not be retained. The root cause of the reported issue is customer abuse.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device was missing its lid magnet. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. There was no report of patient use associated with the reported event.